Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that they insulin pump had multiple insulin pump error alarms. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that self-test was passed. Customer called back and tried 3 times and stated that post-reset ram crc alarm occurred immediately after a battery change. The insulin pump will not be returned for analysis.